Manufacturer narrative:
H3, h5 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient reported that the pump alarmed with an ndpwr (no detected power) alert while it was under-delivering. The patient was unable to remove the cassette, and the alarm persisted until the pump powered off. The event occurred during an infusion at the patient¿s home. The device was operated by the patient. There was patient involvement, and no harm was reported. No additional adverse consequences were identified.